Event description:
On, (B)(6) 2012, it was reported that the pt's infusion device shut off abruptly without first providing any alarm or error message. The problem first occurred on (B)(6) 2012 and again on the morning of this report. The pt's mother stated that after turning the device back on the display gives a warning that a multiwave bolus intentionally or by mistake. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.